Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection identified that there was a hair on the tubing connected to the catheter adapter. The cause of the hair could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bladder irrigation access set had a hair-like particle observed at the tip of the surgical tube of the device. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.